Event description:
It was reported that during an unspecified extremity procedure, the #15 blade broke and a piece fell into the surgical site. This occurred on two separate occasions. For both surgeries, c-arm fluoro was being used and the blade pieces were removed without any adverse effects to the patients. Additional information was requested, but was not available.

Manufacturer narrative:
Samples of the used devices are not available for evaluation. We have requested the customer to send a sample from another pack, same model and lot number. If a sample becomes available, it will be evaluated and the results will be forwarded in a follow-up medwatch report.